Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that ratchet extension got hooked in the implant and could not be removed. Procedure completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp- (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer h1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One driver was returned for investigation. Visual evaluation of the as returned product identified the implant, ratchet extension with minor signs of use, some debris attached to the implant external threads during a functional test the implant would not disengage / release from the ratchet extension. A pre-existing condition noted on the per was unknown bone density type. The reported implant was located on tooth # 26 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 & p-zbdinstrp, rev e 2022/04/01.; warnings and precautions. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product (ire200) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (ire200) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (xifnt485, ire200). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, the devices malfunction had occurred and the reported event was confirmed.